Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a leadless implantable pulse generator (ipg) implant procedure the ipg exhibited high thresholds and high impedance measurements during two attempted deployments. The ipg and delivery system (ds) were removed from the patient and clot were noted on the tip of the device. A new device was used to complete the procedure. No patient complications have been reported as a result of this event.